Event description:
Customer called to run the standard strip on the customer's meter. Results were low out of range (value of 67 watts a range of 80-106). The device was replaced and the defective one was returned for investigation.